Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed.

Event description:
It was reported that a high out of range shock impedance measurement was noted on this implantable cardioverter defibrillator (ICD), and audible tones were reported from this device. Several troubleshooting maneuvers were performed without resolve. Technical services (ts) reviewed the data and provided troubleshooting recommendations. This ICD remains in-service at this time. No adverse patient effects were reported.

Event description:
It was reported that a high out of range shock impedance measurement was noted on this implantable cardioverter defibrillator (ICD), and audible tones were reported from this device. Several troubleshooting maneuvers were performed without resolve. Technical services (ts) data analysis was requested to provide further troubleshooting. This ICD remains in-service at this time. No adverse patient effects were reported.